Event description:
It was reported that the customer experienced unspecified cartridge issues. Additionally, it was reported that intermittent, undefined cartridge alarms occurred. There was no reported impact to customer¿s blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.